Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid) on the galileo after a obtaining positive result with screening assay. The customer stated that cell 3 on the antibody panel visually appeared positive. No adverse events occurred as a result of the unexpected negative reactivity.

Manufacturer narrative:
Customer report was confirmed. One complete flotrac kit was received for evaluation. Kit appeared not used. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. The DHR review didn't show any non conformances related to lot number.

Event description:
It was reported that the line connected with 3-way port was cut. No patient injury reported.